Event description:
During an in-clinic follow-up, low pacing impedance was detected on the left ventricular (lv) lead. Lead damage was suspected but not confirmed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.